Manufacturer narrative:
It was reported there was leak on hqv 19900 circuit at oxygenator inlet (leak was between the tubing and the connector) during cec. The addition of a clamp made it possible to complete the intervention. There is no consequences for the patient. The product is not available. Therefore, a technical investigation in getinge laboratory could not be performed. It was reported that the leak was between the tubing and the connector. The pressure data during operation is not available. The production history record (DHR) of the affected hqv 19900 with lot # 3000287161 was reviewed. According to the DHR results, the product hqv 19900 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. The serial number of oxygenator is not available. Therefore, a meaningful DHR review of oxygenator could not be performed. The inlet connector of oxygenator is connected to a tube and secured with two cable ties in the production. The leak was reported between the tubing and the connector. However, the information obtained in this complaint is not sufficient to determine the exact root cause and confirm the failure. The reported failure could be linked to the current risk management file of tubing sets and the most probable causes are associated to: 1. Manufacturing process - materials, components or device compromised during production - cut or scratch on inside/outside of device compomising component - insufficient control of products 2. User error - lack of information on permissible pressure values - inappropriate high pressure energy - damage of housing / tube - mechanical force on tube - disconnection of tube - excessive mechanical stress (tensile forces, torque, impact) to housing, connectors and connections during use the occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #: (B)(4).

Event description:
It was reported there was leak on hqv 19900 circuit at oxygenator inlet during cec. The addition of a clamp made it possible to complete the intervention. There is no consequences for the patient. Complaint #: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.